Event description:
A patient reported that she received her first skin test on 03/28/1997 in the left forearm. The same day she experienced itchiness at the mouth and nose. She then developed pain inside the left cheek and the left upper arm above the collagen test implant. The collagen test site remained asymptomatic. Patient has visited a dentist and "a specialist" in an effort to identify the cause of the pain, but no conclusions were reached. The specialist prescribed an antihistamine with maloox that the patient elected to discontinue after one dose due to nausea. The patient believed that the pain was due to the collagen skin test.